Event description:
It was reported that the universal battery for aseptic transfer kit broke down completely and the surgery was completed with another device. It was reported that surgery time was extended by three minutes. There was no report of pt injury associated with the event. No additional clinical information was received prior to this report.

Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.